Manufacturer narrative:
This follow up MDR is being submitted to correct section d4. Catalog # from 07k72-74 to 07k72-25.

Manufacturer narrative:
All available patient information was included. Additional information was not provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol, and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer obtained falsely elevated architect estradiol results for a (B)(6) year old female. The patient's samples generated results ranging from 6820 to 7165 pg/ml. A new blood draw was collected, and tested on the siemens analyzer generating 48.8 pg/ml. One of the patient's previous samples generated 31 pg/ml on the beckman analyzer. No impact to patient management was reported.